Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was receiving unknown drug and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient just had the pump refilled yesterday and now the pump had been beeping since they left the refill. The alarm was dual toned, so agent understood that the pump alarm was critical. They had no way to get back to hcp's office since they realized the pump was alarming. The hcp later called in wanting to know what the issue could be. Tech services reviewed checking the personal therapy manager and pump to see what alarm occurred. They will have the patient call patient services once the code was detected.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Previously reported fca number 2182207-11-22-2024-006-c no longer is applicable as this event does not meet inclusion in fca. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was receiving unknown drug and dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the patient just had the pump refilled yesterday and now the pump had been beeping since they left the refill. The alarm was dual-toned, so agent understood that the pump alarm was critical. They had no way to get back to hcp's office since they realized the pump was alarming. The hcp later called in wanting to know what the issue could be. Tech services reviewed checking the personal therapy manager and pump to see what alarm occurred. They will have the patient call patient services once the code was detected.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.